Event description:
It was reported that during a laparoscopic gastrectomy, jamming occurred. The device was used around the stomach. Another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
It was reported that during a laparoscopic gastrectomy, jamming occurred. The device was used around the stomach. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Initial medwatch sent on 3/35/2015 but error as a duplicate (this was an initial 3500a) resubmitting on 3/25/2015 as a supplemental the analysis results found that the el5ml device was received partially cycled; the cycle was completed in order to perform functional testing. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and one conforming clip was fed and formed; however, during the analysis, it was noted that the tip of the advancer was bent and due to this condition the next two clips did not fully advance into the jaws and were formed with gap. No jamming issues occurred during the evaluation. Finally, the instrument locked out as intended. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It could not be determined what may have caused the reported incident of jamming.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Advancer. The analysis results found that the el5ml device was received partially cycled; the cycle was completed in order to perform functional testing. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and one conforming clip was fed and formed; however, during the analysis, it was noted that the tip of the advancer was bent and due to this condition the next two clips did not fully advance into the jaws and were formed with gap. No jamming issues occurred during the evaluation. Finally, the instrument locked out as intended. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It could not be determined what may have caused the reported incident of jamming.